Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture and high pacing impedance. Lead fracture was also noted. The lead was explanted and replaced. The patient was stable.